Event description:
It was reported that the wake button was delayed in responding to touch. Subsequently, the customer's blood glucose level decreased to a value displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address the bg. Customer continued to use the pump and manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.